Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. It was reported that the guide wire met resistance with the patient¿s calcified lesion, resulting in the reported difficulty during advancement and removal. Additionally, it was reported that the core broke and the coils stretched during the procedure. It is likely that manipulation of the wire, when resistance was met, contributed to the core break and subsequent stretched coils. The reported patient effect of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The balance middleweight (bmw) hydro guide wire was used in the procedure and when it was passed through the middle segment of the rca, the guide wire became broken but held together by stretched coils. The wire was caught with the calcified anatomy during advancement and removal. The guide wire was withdrawn independently and type a dissection shadows were seen in the proximal and middle segments of the rca. Another bmw guide wire was used to pass through the distal segment of the rca and complete the procedure. There was no treatment for the dissection and there were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The balance middleweight (bmw) hydro guide wire was used in the procedure and when it was passed through the middle segment of the rca, the guide wire became broken but held together by stretched coils. The wire was caught with the calcified anatomy during advancement and removal. The guide wire was withdrawn independently and type a dissection shadows were seen in the proximal and middle segments of the rca. Another bmw guide wire was used to pass through the distal segment of the rca and complete the procedure. There was no treatment for the dissection and there were no adverse patient sequela. No additional information was provided.